Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump had multiple pump error. Customer's blood glucose value was unknown at the time of the incident. Customer was advised to monitor the pump and call back if the error recurs. Customer will not returned device for analysis.